Event description:
(B)(6). Date of event: best estimate is (B)(6) 2010. According to the information received, the end user states that there is a urine bag with blocked urine flow. The liquid just sits on the top of the bag and won't go into the bag.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.